Manufacturer narrative:
(B) (4). The device is getting returned to physio-control for further evaluation. Physio continues to investigate the issue. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Customer reported that the device battery was replaced a month prior and it now had an alarm and was showing a low battery and flashing service indicator. Customer reinstalled the battery and the device powered on and an "ok" symbol was displayed, but the same symptoms recurred two weeks later. There was no report of patient use associated with event.